Event description:
It was reported via a literature entry "a case of severe heart failure using bicarbonate based impella purge solution as an alternative to heparin" that a patient developed heparin induced thrombocytopenia during impella cp support. Argatroban was used as an alternative to heparin, but the impella cp pump developed low purge flow prompting pump replacement. No details were provided on the patients outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown.. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿